Event description:
It was reported that during a stenting procedure in the right coronary artery described as mildly tortuous and with moderate calcification, a non-abbott guide wire crossed the lesion, the trek 2.25 x 15 mm was advanced and inflated twice. Upon the second inflation at 12 atmospheres for 20 seconds the balloon ruptured. A non-abbott balloon was used and 2 xience v stents were deployed to successfully complete the procedure. There was no adverse patient effect or sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion such that the balloon ruptured upon the second inflation at 12 atmospheres, which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this instance, although the device was not returned for analysis, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.